Event description:
The reporter indicated the surgeon inserted a 13.2mm vticmo13.2 implantable collamer lens in the patient's right eye (od) and the lens tore. The lens was removed with no reported injury. The lens was not exchanged for another lens. The patient's post-op best-corrected visual acuity was 20/30.

Manufacturer narrative:
This product is manufactured in the u.s., but not marketed in the u.s. (B)(4). Device evaluated by manufacturer: no - lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. Claim # (B)(4).

Manufacturer narrative:
Results - visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was foreign material on the lens surface (pen marks). Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.(B)(4)